Manufacturer narrative:
(B)(4). Carefusion technical support shipped the distributor a replacement main printed circuit board assembly. The alleged faulty main printed circuit board assembly, was returned to carefusion on august 17, 2015, and is awaiting investigation.

Event description:
This complaint originated from a foreign distributor in (B)(4) . The distributor reported the following: "the ventilator was giving xdcr fault alarm and not ventilating while rt was preparing it for new patients. We found the exhalation flow transducer's zero a/d count has drifted too much and failing to calibrate." No patient involvement. Event occurred during testing.

Manufacturer narrative:
Carefusion failure analysis lab evaluated the unit, and found that when they attempted to calibrate it, they were getting multiple ¿xcdr fault¿ error messages. The reported issue was duplicated. The root cause of the event was attributed to a defective exhalation differential transducer (pt802). Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.